Event description:
The ge service tech found auto technique tracking is out of spec. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed/completed generator calibration. After performing generator cal, entrance dose output is still 30% low. Also, the auto technique tracking values were as follows: at 1 copper filter - 69kvp at 2 copper filter - 79kvp at 3 copper filter - 86kvp. New readings for auto technique tracking is as follows: at 1 copper filter - 61kvp at 2 copper filter - 71kvp at 3 copper filter - 78kvp adjusted camera iris to bring auto technique tracking into spec. All values saved on compact 7700 pmi e-checklist. Recommend customer to replace the monoblock assembly. Customer does not wish to replace monoblock assembly at this time.